Event description:
It was reported that during a routine follow up, the left ventricular lead exhibited loss of capture. A chest x-ray revealed that the lead had dislodged. The left ventricular lead was explanted and the port was plugged.